Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: sleeve gastrectomy. Translation: the information that was communicated by the pharmacy is that the device did not coagulate and the surgeon could not use the blade. I will meet the surgeon next week to obtain additional information. Original: l'information qui m'a été communiqué par la pharmacie est que la pince ne coagulait plus et que le chirurgien ne pouvait plus utiliser le couteau. Je vais essayer de rencontrer le chirurgien la semaine prochaine pour obtenir davantage de détails. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed all functional testing on the device. During visual inspection, no blood or eschar build up were observed on the device jaws or inside the blade channel. Engineering analyzed the device activation logs that were extracted from a microchip in the device plug key, the part of the device which connects to the generator and they found 2 activations. These activations which resulted in an electrical short resulting leading to in an alarm by the generator, a safety by design feature. During functional testing, the unit met current specifications as engineering was able to transect through thick and thin porcine tissue. The engineers were also able to fire the device on a saline soaked paper towel without generating alarms. The returned device passed all functional testing and met specifications. Engineering was unable to confirm the customer's experience with the device. The root cause of the incident could not be determined as engineering was unable to replicate the event. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Device lot number updated based on additional information received.

Event description:
Additional information received from rep on 31may2017: the blade could not be used in the sense that the surgeon operated the blade several times without being able to separate the tissues. He was sealing the epiploic slice and the tissue didn't exceed 5 mm in thickness. It seems that the device didn't work normally rather quickly after some activations. According to the nurse, the patient did not seem to have known vascular pathologies. Additional information received from rep on 23 june 2017 at 16:53: I meet the pharmacist at the clinic (B)(6) this afternoon, I put together the lot number problem that did not match the returned product. He told me that the returned product was the one with which the incident occurred and unfortunately a nurse certainly put it in a box with a different lot number. Additional information received from rep on 28 june 2017 at 18:02: I could only see a nurse who was present in the operating room. Apparently, the surgeon has failed to operate the voyant device and he wanting to pull the trigger of the knife and he noticed that this one did not work either. It seems that the surgeon has to activate the knife without tissues between jaws. They changed then quickly the eb010 device to pursue the surgical operation.